Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. The sample was subjected to a visual and functional examination. During a long-term test no malfunction could be detected. For investigation the pump inside the device was disassembled. During the disassembling of the infusomat space could be detected that the sealing of the front frame was damaged. The complaint could be not confirmed. The infusomat space operate within our specification. The complaint could be not reproduce and was not comprehensible based on the log files.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): device adjusting dose erroneously